Event description:
It was reported the patient experienced a shocking or jolting sensation down her leg over the past weekend. The patient had the device off for 10 hours and the shocking sensation had finally subsided. Impedance readings were normal. No further outcome was reported. Additional information has been requested, a follow up report will be submitted if additional information becomes available.